Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The physician advised the cook rep that the patient was found to have an occluded limb on the follow up CT. The physician is yet to review the patient in his rooms, and has not yet decided what secondary intervention may be required. Apart from the successfully deployed graft, no part of the device remained inside the patient. It is not yet known if additional procedures may be required due to this occurrence. Unknown yet if any adverse effects to the patient will be reported due to this occurrence.